Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell on the pump and the pump touch screen was shattered, unresponsive and no longer functional. Reportedly, the screen was black on the left half and the features were unreadable. The customer's blood glucose was 400 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.